Manufacturer narrative:
Results of investigation: the associated evos 4.7mm osteopenia screw was not returned for evaluation. Therefore a product analysis could not be performed. The lot number has not been provided as the device was discarded at the hospital. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient had a trimalleolar fracture fixation, fixed with evos. Problem occurred with the fixation of the medial malleolus. Reduced with a k-wire, inserted 2.5 drill as per operative technique for a 4.7 cancellous screw, the screw would not engage or advance into the drilled hole. Delay from (30 minutes - 1 hour) reported. Backup device available. No injury or impact to patient reported. Patient is 40 years old, no pre-exisiting co-morbidities and has good bone quality.